Event description:
On (B)(6) 2012, patient reported the link infusion set insertion device is not working properly. Patient stated after unlocking the device, he will press the release button and sometimes it does not release the headset. Patient reported he will then lift up the gray part of the device and all of a sudden the headset will shoot out of the device. Verified patient is inserting the infusion headset into the device properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspected product for evaluation.